Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had no image when connected to the video processor. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the image failure was unable to be confirmed and the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.